Event description:
It was reported that a patient presented via a merlin at home transmission showing nsrvo due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. It was discussed to continue to monitor since the episodes only occurred for a few minutes on a single day. No patient symptoms were reported. Device remains implanted.